Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing/ shortness of breath, sinus, nausea, nasal/throat irritation or soreness and visualization of particles related to a bipap device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 health effect - clinical code updated in this report.

Manufacturer narrative:
Additional information was received on may 22, 2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing/ shortness of breath, sinus, nausea, nasal/throat irritation or soreness and visualization of particles related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the third party service center for further evaluation. The device was evaluated. During the evaluation, the dust contamination was observed. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were 26 errors found. The third party service center concludes that they confirm the customer's allegation and there was a visible foam degradation. Device was scrapped. The manufacturer missed to capture UDI (unique device identifier) in initial report, which was included in this report. Sections d4, d8, d9, h2, h3 and h6 has been updated in this report.

Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. There was no report of patient harm/injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.